Event description:
Boston scientific received information that all of these patient's lead were found to have dislodged. To date, no adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual observations confirmed that the complete lead was returned, there was dried bodily fluid found in the lead lumen. There was observed electro-cautery damage in the form of melted insulation found on the surface of the poly insulation of this lead. There were cuts found in the suture sleeve. The reason for dislodgement could not be confirmed by analysis.

Manufacturer narrative:
Detailed analysis is being performed on this lead. Upon completion of analysis, this report will be updated.